Manufacturer narrative:
A patient experiencing discomfort at the ipg site was reported to abbott. The patient¿s ipg was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was feeling discomfort at the ipg site due to weight loss. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was relocated and placed deeper in the new pocket. The issue was resolved.